Event description:
It was reported that this pacemaker device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms and noisy signals on non-boston scientific right ventricular (rv) channel. Furthermore, this device had been in programmed in aair since last year. The non-boston scientific right atrial (ra) lead also exhibited high impedance measurements, but no noise was noted. Provocative testing was performed and there was nothing inducible. Technical services (ts) recommended to consider manipulation testing during every follow up visit. This device remains in service. No adverse patient effects were reported.